Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during infusion the patient experienced redness around the insertion site. An alleged occlusion of the device was discovered. The device was removed and the skin redness resolved with no treatment. It was also reported that blood clots were present in the catheter and around the valve of the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport isp m.r.I. With 8 fr s/l groshong catheter. The port was received assembled with catheter under cath-lock on the port stem. The sample was patent to infusion and aspiration. When infused against resistance, a leak was noted from a pinhole split near the 11th depth marker. A crease was also noted on the catheter, opposite the site of the hole. Based on these findings, the investigation is unconfirmed for the reported failure to infuse and confirmed for a catheter leak. It is possible that the damage that caused the identified leak and crease led to a failure to infuse at the time of the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Based on the evaluation results, potential contributing factors include catheter kink, flexural fatigue and pinch-off. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during infusion the patient experienced redness around the insertion site. An alleged occlusion of the device was discovered. The device was removed and the skin redness resolved with no treatment. It was also reported that blood clots were present in the catheter and around the valve of the catheter. There was no reported patient injury.